Event description:
It was reported that the pump touch screen was dark and wouldn't turn on. The customer¿s blood glucose (bg) level was 551 mg/dl. Customer administered a manual injection to address bg. The customer reverted to an alternate method insulin therapy.